Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia, with the lowest bg of 64 mg/dl. The low was corrected with oral carbohydrates, and glucose returned to range. No medical intervention was required.